Event description:
Costasis was used in patient that had a severe hepatic wound with coagulopathy for sealing the hepatic surface. Costasis was again used after 48 hours. Within seconds the patient suffered rapid blood pressure drop, bradycardia and had what appeared to be acute respiratory distress syndrome (ards). Patient was treated and recovered from the event.